Manufacturer narrative:
The reported issue was confirmed. The root cause was an incorrect tool used to manufacture the drain valve body component. The device history record was not reviewed. Labeling review was not required because labeling could not have prevented this issue. The actual/suspected device was inspected.

Event description:
It was reported that the water got leaked from the drain port on the arctic sun device. Per follow up information received via email on 11apr2022, there was no patient involvement during reported event and the biomed was sending the device in for repair.